Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers gd892828 and gd892547 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse in the USA of peritonitis, gallstones, arrested and shortness of breath (sob) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unknown date during hospitalization, the pd catheter was removed and dianeal therapy was stopped. The patient was placed on back up hemodialysis. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced abdominal pain and was hospitalized on (B)(6) 2012. During hospitalization, the patient was diagnosed with gallstones and peritonitis. The cause of and treatment for peritonitis was unknown. The abdominal pain was considered a manifestation of the peritonitis and gallstones. On an unknown date, an endoscopic retrograde cholangiopancreatography (ercp) was done to remove the gallstones. The patient arrested during the ercp. The pd catheter was removed the day after the ER. Treatment for the arrest was not reported. On (B)(6) 2012 the patient was discharged from the hospital. On (B)(6) 2012, the patient was hospitalized for shortness of breath (sob) (onset not reported). The cause of the sob was unknown. Treatment for the sob was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the events of peritonitis, gallstones and arrested. It was unknown if the patient recovered from the shortness of breath. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.